Event description:
A hemodialysis inpatient user facility reported that during treatment an external blood leak occurred. The leak was visually observed dripping down the side of the dialyzer and leaking from under the header/end cap. Test strips were not used and the machine did not alarm. Estimated blood loss was <5cc. The patient had no adverse effects and no medical intervention was required. The patient had 40 minutes left in his treatment and didn't want to re-set up with all new supplies; he chose not to complete his treatment. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.